Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt filter needle had small black particle about 1mm in size that was found in the solution inside the syringe. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
One needle was returned without packaging. A visual inspection of the particle show a hard black and white substance approximately .8 mm in size therefore failure mode is verified. The foreign matter does not resemble any known substance used in needle assembly or packaging. A device history record review was completed. Forty-five visual inspections were performed on 2,700 parts with one defect recorded for a damaged seal (see qn review). Cleaning was performed six times during the packaging of this batch. Assembly batch 6244983 had 192 visual inspections performed on 9,750 parts with zero defects noted. Cleaning was performed 24 times during the assembly of this batch. All cleaning was performed per procedure. No quality notifications were written for this batch, nor for the associated assembly batch. Undetermined. The fm does not resemble any known substance used in needle assembly or packaging.

Event description:
It was reported that a bd blunt filter needle had small black particle about 1mm in size that was found in the solution inside the syringe. There was no report of exposure, serious injury, or medical intervention.